Manufacturer narrative:
On 9/23/2019, the mentor failure analysis lab received the device for evaluation. Upon receipt of the device, mentor learned that the impacted device was a 350cc mentor smooth round moderate plus profile saline breast implant. Section d of this report with the information collected from inspecting the physical device. On 10/4/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, the device appeared intact. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were noted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact, stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with an unspecified mentor saline breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent bilateral explantation on 6/28/2019 and replaced by 460cc smooth round high profile saline breast implants (left-sided catalog number 3503460, left-sided serial number (B)(4); right-sided catalog number 3503460, right-sided serial number (B)(4)).